Event description:
The customer reported that an 840 ventilator had a blank screen. Covidien was not authorized to repair the unit. The customer reported to have replaced the graphic user interface cpu pcb. The covidien customer support engineer (cse) updated the softwate and conducted final testing.